Manufacturer narrative:
Corrected results and conclusion code. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® viabahn® endoprosthesis with heparin bioactive surface for in-stent restenosis and rupture of the right superficial femoral artery. It was reported that post ballooning was not performed to prevent the enlargement of the bleeding site. Reportedly, the popliteal artery also had stenosis present. On (B)(6) 2020, it was reported the device was occluded. The patient underwent reintervention to perform percutaneous balloon angioplasty (poba) and thrombectomy. Intra-arterial injection of urokinase is ongoing. The physicians suspected cause of the occlusion was stenosis of the popliteal artery, vessel diameter less than 4 mm and no poba after deployment of the device leading to poor outflow.